Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer experienced symptoms such as diabetic ketoacidosis and feeling sick/unwell due to high blood glucose value. The customer treated high blood glucose with insulin drip. Customer was using auto mode at the time of incident. Customer stated that the insulin pump had crack at back casing. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device.